Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the hook of the device was broken off. Another device was used to complete the case. No pt consequence.